Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/13/2014 with the following findings: a review of the pump¿s history showed two errors related to timing out. During testing, the pump powered on normally. The error alarm was not duplicated. The pump cover was opened and no internal defects or moisture was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a other (unusual product issue) issue. The reporter stated that the pump had emitted an unknown alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.